Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump keypad was not responding sometimes it take a minute, sometimes it works but sometimes not. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states that numbers were ramping on their own. Customer states the scroll bar was moving with no input. Customer states keypad was usually works but sometimes did not. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.